Event description:
The customer reported via phone call that the insulin pump was overheating. The customer did not know the blood glucose reading. The customer stated that the insulin pump had experienced this issue thrice over the last 2 months. The customer stated that the device would get super hot, and the heat would wake him up in the middle of the night. Upon troubleshooting, the customer ran the self test and only observed normal wear and tear to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.